Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy. The physician suspected that the lead was not fixed well as the helix was not completely extended resulting in dislodgement. The rv lead was explanted and patient was good after the procedure.